Event description:
376 days after implantation of a taxus express2 2.5x16 mm drug eluting stent, an in-stent restenosis occurred. During the inital procedure, the target lesion was located in the left anterior descending (lad) artery. No information was reported concerning pre-intervention stenosis. A 2.5x16mm taxus stent was deployed in the lesion. No information was reported concerning post-intervention stenosis. No information was received on the vessel tortuosity or calcification. The patient was placed on plavix following the procedure. No information was reported concerning patient complications. The patient presented to the emergency room with chest pain 376 days after the initial procedure with an in-stent restenosis of 100% in the lad. The patient had ceased taking plavix one week prior to the event to prepare for gallbladder surgery. The lesion was balloon dilated and subsequently a cypher stent was placed in the vessel. No information was reported concerning percentage of post-intervention stenosis. The patient condition was reported as 'fine'.